Event description:
It was reported to boston scientific corporation on (B)(6) 2009 that a c.r.e balloon dilatation catheter device was used during an esophageal dilatation procedure performed on (B)(6) 2009. According to the complainant, during the procedure, the physician applied pressure to the balloon in stages. The balloon ruptured when it was inflated at 5 atms. The procedure was completed with a different device (unknown manufacturer). There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
The device has been received by the manufacturer, however, the investigation has not yet been completed. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).